Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's display was black and the notification led was blinking and insulin pump was vibrating. The customer¿s blood glucose was 160 mg/dl at the time of incident. The customer also stated that insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to verify audio or vibrate anomaly, perform displacement test, self test, and current measurements due to display anomaly.